Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Accuracy testing was performed and the reported delivery accuracy issue was unable to be duplicated. Three different delivery accuracy tests were performed and the pump was slightly over delivering, but within the published +/-6% specification. It was recommended that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed accuracy by +6.95% during testing. There was no patient involvement.